Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer treviso intravascular delivery system. Upon deployment, the left artrial disc of the occluder took form of a cobra deformation. The device was resheathed and removed from the patient's body. The procedure was completed using a new 11mm amplatzer septal occluder. It is noted that the deformed device was never released from the delivery cable while inside the patient. It was observed that there were no interactions with the cardiac structures during the deployment and no kinks/angulation in the delivery system. It is also noted that there was no clinically significant delay and patient remained hemodynamically stable through the procedure.